Manufacturer narrative:
Manufacturer's investigation conclusion: the report of partial outflow graft thrombus could not be confirmed through this evaluation. Additionally, a specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that the patient presented with low flow alarms and severe abdominal pain. The patient had a computed tomography (CT) angiogram scan and a partial outflow graft thrombus was observed. It was reported that the patient received thrombolytic therapy. The patient was clinically and hemodynamically stable and ambulated on room air. Examination of the submitted CT scan images appeared to show a dark area of the outflow graft, underneath the outflow graft bend relief. The extent to which flow was impacted by this finding could not be conclusively determined through the images alone. Furthermore, a specific cause for this finding could not be conclusively determined. The submitted log files contained low flow alarms when the estimated flow decreased below a threshold of 2.5 lpm for 10 seconds or more. The pump speed remained within the set speed parameters for the duration of the log file, and the system appeared to function as intended. According to the account, the low flows resolved with antithrombin medication. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-011148 and no further related events have been reported at this time. The relevant sections of the device history records for mlp-011148 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 07jun2018. The heartmate 3 lvas instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU lists thromboembolism as potential late postimplant complications and provides information regarding anticoagulation, including the recommended inr values. Additionally, this document explains that the heartmate 3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. The heartmate 3 IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions, such as hypertension, can result in low flow. The alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for low flows and severe abdominal pain. The patient was clinically stable. On (B)(6) 2020 a CT angiography was performed and an outflow graft thrombosis was observed. The patient was transferred to the crisis stabilization unit (csu) for close monitoring and started on antithrombin medication. Additional information stated the patient was clinically and hemodynamically stable on (B)(6) 2020 and no additional low flows had been reported.